Event description:
It was reported that after an unspecified procedure, arteriotomy closure of the femoral artery was attempted using perclose proglide devices. The device was prepared for use by flushing the marker lumen. The guide wire was removed before the exit port crossed the skin line. The lever was lifted deploying the foot. The device was gently pulled back to position the foot against the arterial wall. While stabilizing and maintaining the device at 45-degrees, with the right hand under the handles and thumb on top of the needle plunger, the needle plunger was deployed. The needle plunger was retracted and the needles were pulled (out from the body of the device), but the suture was not present only the needle, cuffs, and link. The foot was parked and the device was retracted until guide wire exit port was visible. A guide wire was inserted into the guide wire exit port and the device was removed and exchanged for a second proglide device. During deployment of the second proglide, the guide wire was removed, the lever was lifted to deploy the foot, and the device was pulled back to place the foot against the arterial wall. The needle plunger was depressed to deploy the needles, but when the needle plunger was removed there was no link or suture present. The second device was removed over a guide wire and a third proglide device was attempted, but when the needle plunger was also removed, no link or suture was present. The third proglide device was removed and manual arterial compression was applied to achieve hemostasis. There were no reported adverse patient sequelae. Although there was a delay in achieving arteriotomy closure, there was not a reported significant impact to the patient due to the delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported suture retrieval issue was not confirmed as analysis of the device indicated the posterior and anterior cuffs captured their respective needles, which is indicative of successful needle deployment and suture retrieval. Based on visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all additional relevant information. The other perclose proglide devices, referenced were filed under separate medwatch manufacturer reports.